Event description:
It was reported by the customer's mother that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 480 mg/dl. Customer's mother had to rewind the pump and the pump reset all the settings. Customer's mother stated that the alarm occurred during basal delivery. Customer was assisted with clearing the alarm. Customer does not use the sensor feature. Customer's mother stated that they are able to rewind the pump. Customer treated with a manual injection. Customer's mother mentioned that they also received a no delivery alarm and then a motor error alarm again. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Findings: pump passed the rewind, basic occlusion, prime/a33 and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm e70 alarm due to erased history file. Unable to verify no delivery alarm due to motor error alarm. No a21 alarm or reset anomaly during testing noted. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.